Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (battery charger power connector problem) was confirmed due to a damaged power supply connector. The charger was unable to power on. The root cause for the damaged power supply connector was unable to be positively identified. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported that a battery charger had a power connector problem.